Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) blood collection tubes labels are lifting from the tubes. This was discovered before use. The following information was provided by the initial reporter: material no. 367960 batch no. 9126523. It was reported that labels are lifting from tubes. Per pir: labels lifting from tubes, preventing customer from putting tube on their automated line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) blood collection tubes labels are lifting from the tubes. This was discovered before use. The following information was provided by the initial reporter: material no. 367960 , batch no. 9126523. It was reported that labels are lifting from tubes. Per pir: labels lifting from tubes, preventing customer from putting tube on their automated line.